Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed setscrew was backed out to far. Final analysis of the (tined lead) ((B)(4)) revealed lead body conductor crushed, no significant anomaly.

Event description:
.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory; product ID neu_wrench_acc, product type: accessory; product ID 3889-28, lot# va0l6dy, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the impedance check was performed and were getting greater than 4000 ohms on the reading. The battery was removed and cleaned off lead, put battery back on received <(><<)>50 reading and black lines. The battery was flushed out, screw would click but lead slipped off battery. A new battery was put on and got another bad reading. Put in a new lead with the new battery and it worked with no impedance issues. It was also noted that the lead and the neurostimulator were removed . It was later indicated 8 days later that the event occurred during surgery. The impedance occurred after battery was put in the body in the operational room. The device would be returned and patient was happy. A follow-up report will be sent if additional information becomes available.